Event description:
Pt arrived in trauma center with intraosseous catheter in place. Physician attempted removal using extraction tool supplied. Multiple attempts to engage extraction tool to distal catheter tip unsuccessful. Physician removed catheter. After extraction, distal catheter noted to be perforated by extraction tool. Portion of catheter remained in pt's sternum. Surgery required for removal.